Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed internal leakage test during pre-use check . The expiratory channel printed circuit board (pcb) was defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.